Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited episodes of non-sustained ventricular oversensing caused by post paced t wave oversensing. The physician elected to make no changes at this time and continue to monitor the patient. The patient was reported to be in stable condition.